Event description:
It was reported that this right ventricular (rv} lead was suspected to exhibit failure to capture and the patient's heart rate was 38 bpm. It was noted that the patient had premature ventricular contractions (pvcs}. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).